Event description:
It was reported that the pump touch screen was dark and would not turn on. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.